Manufacturer narrative:
Technical support instructed the account to check the voltage at f-5 f17 and f-18. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged the bed has no function from right or left siderail or manually.